Manufacturer narrative:
Additional part/list number: 07g01-02, 600-9006-25, 03p86-25. Lot number(s): all. Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration. (B)(4).

Event description:
A remedial action has been initiated to provide recommendations to the customer for product in the field. The I-stat celite activated clotting time test (celite act) is used for monitoring moderate- and high-level heparin therapy. Abbott point of care inc. (Apoc) has determined that although the I-stat celite cartridge and test info (cti) sheet current indicates that cartridges can be stored for two weeks at room temperature, apoc has determined, through internal studies, that the I-stat celite cartridges may exhibit a higher than expected variability in reported results when stored at room temperature for periods of time in excess of 12 hours. There is no impact to reported results when cartridges are stored refrigerated and warmed to room temperature for use within 12 hours. This action is being conducted in cooperation with the u.s. Food and drug administration and health (B)(4).